Event description:
It was reported by the customer that the maxi sky 440 ceiling lift allegedly detached from the track installation. There was no indication regarding patient involvement. No injury was claimed. The lifting system consists of the ceiling installation with a track trolley, which is connected to the lifting unit strap via a carabiner. In the investigated case, the lifting unit has disconnected from the ceiling installation in place where the carabiner is attached to the track trolley.

Manufacturer narrative:
Arjo representative, who examined the device after the event, did not find any malfunction of the ceiling lift or carabiner that may have contributed to the lift detachment. Following the facility staff's allegation, seems most probable that the lift was not correctly attached. The product training was conducted for the facility staff. It should be noted that it is crucial to follow all safety instructions regarding device attachment on a track, included in the device labeling to provide an easy and safe installation and usage of ceiling lift devices. Maxi sky 440 instructions for use (001.16000.33) presents step by step transfer procedure. In summary, the ceiling lift carabiner detached from the track trolley and from that perspective, the device did not perform as intended. The device was not used with the patient at the time of the event. The complaint decided to be reportable due to a customer allegation regarding maxi sky 440 fall. No injury was reported.